Event description:
The facility reported a pump with an unknown failure. This unkonwn failure occurred during bio-med testing. There was no patient injury or medical intervetion necessary according to the hospital representative. No additonal information is available.